Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the problem in disconnect mode was linked to "user authentication issues, including failures associated with login or witnessing." A technical support specialist discussed a general inquiry with the customer regarding the recall. Information was provided, and requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced a network drop and entered disconnect mode. The customer reported that users were experiencing timeouts when attempting to log in, which disrupts administration and interrupts surgeries. This malfunction has caused delays and unable to access medication. There were no adverse events or injuries reported based on this incident.